Event description:
This report is based on information provided by philips on-site service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the capacitor discharge of defibrillator test and result was 178.5j (out of tolerance). Results of functional testing indicate that the capacitor discharge point was near out of range and caused the functional test to fail. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty capacitor. The reported problem was confirmed. A review of the risk management file indicates the problem reported by the customer is a low potential severity which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.